Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and stretched out over the distal tip of the device. The crimped stent outside diameter (od) at the undamaged proximal edge of the stent was measured. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 28 synergy¿ drug eluting stent was selected for use to treat the lesion. After the packaging of the device was removed, the stent still inside the housing was handed into the sterile field. After the nurse removed the plastic tubing was from the housing, the nurse noticed that the stent was apparently not fixed on the stent delivery system and had moved. The distal half of the stent appeared to be ¿stretched¿ out. The procedure was completed with another 4.00 x 28 synergy¿ stent . No patient complications were reported and the patient¿s status was stable throughout. This product is only ous approved but is similar to an approved u.s. Device.

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 28 synergy¿ drug eluting stent was selected for use to treat the lesion. After the packaging of the device was removed, the stent still inside the housing was handed into the sterile field. After the nurse removed the plastic tubing was from the housing, the nurse noticed that the stent was apparently not fixed on the stent delivery system and had moved. The distal half of the stent appeared to be ¿stretched¿ out. The procedure was completed with another 4.00 x 28 synergy¿ stent . No patient complications were reported and the patient¿s status was stable throughout. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).